Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. More than 13 years have passed since the device was delivered. Therefore, it is possible that the examination lamp did not light up and the cooling fan did not rotate because the fuse was blown by repeated use for a long period of time. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) for routine inspection, and sorc inspected the device. Then, it was found that the examination lamp did not light up and the cooling fan did not rotate due to the blown thermal fuse. There was no report of patient injury associated with the event.